Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18369 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice (B)(4) (the safety system detected fluid in the catheter and stopped the injection). During inspection of the balloon segment, a fracture/crack was observed on the injection tube and the fracture/crack was identified at the coil area. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.76 inches proximal to the catheter tip. It was noted that the guide wire lumen was swelling. In conclusion, the reported temperature issues and the thaw phase ending earlier than expected was not confirmed through analysis. The balloon catheter failed return inspection due to a fracture/crack that was observed on the injection tube, a guide wire lumen kink and breach that was observed 0.76 inches proximal to the catheter tip and that the guide wire lumen was swelling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were colder than expected and the thaw phase ended earlier than expected. Despite the issues, the case was completed with cryo. During a later servicing, the issues were unable to be reproduced. No patient complications have been reported as a result of this event.